Event description:
Pt in critical condition expired during heart surgery while the ultrasound system was in use and the system unexpectedly stopped working. Physician stated that it was unlikely the system incident affected the pt's outcome.